Event description:
As reported per the clinical trial (B)(4): on (B)(6) 2023, the subject patient underwent an open exploratory relaparotomy-colostomy reversal procedure during which a phasix mesh was trimmed and implanted in onlay fashion using absorbable monofilament 2-0 pds sutures. A 3cm overlap in all directions was achieved. The subject patient was discharged from the hospital on (B)(6) 2023. On (B)(6) 2023, the patient was diagnosed with surgical site infection which required hospitalization. This adverse event has been assessed per clinician as possibly related to the study device and definitely related to the procedure. The adverse event has been assessed as recovering/resolving, moderate in severity and a sae (serious adverse event) but does not meet the definition of uade (unanticipated adverse device event).

Manufacturer narrative:
As reported, post relaparotomy-colostomy reversal procedure with implant of phasix mesh the patient developed a surgical site infection. The clinician has assessed the patient¿s postoperative course of surgical site infection as possibly related to the study device and definitely related to the study procedure. Based on the information provided, no conclusion can be made. Review of the manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2022. Infection is a known inherent risk of surgery and is listed in as a possible complication in the adverse reaction section of the instructions-for-use supplied with the device. Additionally, the warning section states, " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.